Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion. Dfu-0258-2 : excessive force used in or during tensioning the device may cause damage to the device or suture construct. The complaint allegation could not be confirmed as the device was not received for investigation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/05/2025, an arthrex subsidiary employee reported via email that an ar-5210 tensionloc collar and plug implant had an issue when the collar was inserted; it sank into the bone, causing damage around the collar. All broken pieces were removed from the patient. The case was completed using a replacement ar-5210 tensionloc collar and plug implant. This issue was discovered during an acl reconstruction procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 08/13/2025: there was no significant case delay, and no additional anesthesia was administered. No adverse effects were reported. Additional information was received on 08/21/2025: it was further clarified that the damage was limited to the device and that the patient's bone tissue remained unaffected.